Event description:
Patient reported that the day after injection with two syringes of juvederm ultra plus xc under the eyes, in the nasolabial folds, and the cheeks, they developed pain, swelling, bruising at the injection sites. Patient also stated they could not move the jaw. Over the past four months, the patient reported having "chronic sinus infections, fever, green mucous nasal discharge, depression and bluish tint under the eyes, and areas around the mouth are numb." Patient was treated with four rounds of unspecified antibiotics. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of pain, swelling, bruising, "could not move the jaw," chronic sinus infections, fever, "green mucous nasal discharge," depression, "bluish tint under the eyes" and "areas around the mouth are numb" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned pages.